Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's adhesive allergy. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed severe dermatitis on the pod application site after a couple days of pod wear. The dermatologist confirmed the patient is allergic to isobornyl acrylate.